Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. Technical services (ts) was contacted for further review of the daily threshold and impedance measurements trend report. Ts reviewed the trend data and confirmed the rv lead shock impedance measurement to be greater than 125 ohms. It was noted the rv lead is a non-(B)(6) lead. Ts advised the patient to be scheduled for an in clinic visit for further lead evaluation. At this time, no adverse patient effects were reported. This non-(B)(6) rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).